Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a damage on reservoir compartment. The blood glucose level was 225 mg/dl. Customer stated that the piece in reservoir compartment broke off. Troubleshooting was performed and it observed that for right now it is. The product will return for the analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.